Event description:
It was reported that "pt has been experiencing pain pretty much since the beginning of her surgery 4 years ago. Dr's are saying that the implant is in place. Chiropractor believes that the implant is oversized, can see it protruding through her skin and can be affecting the muscle. Pt was concerned that the implant was part of the recall. She has a trident acetabular shell."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.